Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant high thresholds and poor sensing were noted on the right ventricular (rv) lead on an electronic transmission. Revision was undertaken however the physician encountered difficulty retracting the helix and dislodging the lead. The lead was eventually freed and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.